Event description:
It was reported that a few days after implanting the right ventricular (rv) and left ventricular (lv) leads, the leads were found dislodged. Both, rv and lv, leads were repositioned and considered resolved. It was also reported that the lv lead was found dislodged again. An attempt to reposition the lv lead failed and the lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).